Manufacturer narrative:
This event was determined to be a duplicate to manufacturer report numbers 2916596-2023-06287 and 2916596-2023-06452.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that an emergency backup battery connector was damaged. A replacement connector was requested.